Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a silverhawk directional atherectomy device to treat a 60mm moderately calcified lesion in the mid sfa. The artery was 6mm in diameter had little tortuosity. The vessel was not pre- or post-dilated. The silverhawk was prepped as per the IFU with no issues identified. The procedure used a 6 fr, 45cm non-medtronic sheath and a .014" non-medtronic guidewire. It was reported that at the beginning of the procedure, the cutter split the wire. The physician noticed the split, no damage was noted to the cutter. The cutter could be returned to the housing. The procedure was completed using an everflex stent. No patient injury was reported.

Manufacturer narrative:
Device evaluation summary: the silverhawk was inspected and observed guidewire loaded within the silverhawk was damaged. The silverhawk was inspected and verified the guidewire was loaded the distal and proximal guidewire tubing lumens. It was observed at the proximal end of the proximal guidewire tubing a tear was observed. The tear was located where the guidewire bend was observed. No other damages or anomalies to the silverhawk were noted. The green 0.014" guidewire was 300 cm in length. At the proximal end of the silverhawk guidewire tubing showed the wire bend back towards the distal tip. Approximately 6cm from the bend was a loop which showed the guidewire going back in the proximal direction. At the loop, the green coating of the wire was worn away. If information is provided in the future, a supplemental report will be issued.